Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we inflated the common carotid balloon with saline, we observed liquid leaking from the balloon. We observed two pinholes in the balloon causing this issue. Internal carotid balloon inflated and deflated properly. At this time, we could not conclusively determine the root cause of this malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Issue was detected during pre-use check. Device was not used for the procedure.

Event description:
During pre-use check, surgeon attempted to inflate the common carotid balloon with saline to test balloon functionality. He observed liquid leaking through the common carotid balloon. Therefore, surgeon used a new shunt to complete the procedure.